Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the regulator on the product tank was leaking. Additional malfunctions include the tie wrap for the product tank were leaking, the inlet filter for the sound box was dirty, and the cabinet filter was dirty.